Event description:
After incision during a below-knee amputation, the bovie hand piece was removed from the operative site and a flame was noted on the teflon coated tip of the bovie. The flame was immediately extinguished and there was no patient harm.